Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle popped out of the sensor. The customer¿s blood glucose was unknown. The customer stated that they was not reporting that the sensor or introducer needle fractured while in the body. The sensor will be return for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used. No broken or missing were observed during analysis. (B)(4).